Event description:
Directly admitted (B)(6) for low flow rates on left ventricular assist device (lvad) as well as ongoing dyspnea and abdominal pain. Computed tomography cardiac morphology (B)(6) showed normally positioned inflow cannula, normal aortic anastomosis to outflow tract - coated graft with biodebris. But adequate cross sectional area of 138 square millimeter. Severely diffuse left ventricular dysfunction. Normal coronaries. Right heart catheterization (B)(6) showed reasonable (even dry) hemodynamics; lvad speed increased 6100 --> 6200 revolutions per minute (rpm) at the end of the case; oddly, increasing speed 6100 --> 6400 rpm did not result in higher lvad flows; log files requested from abbott suggest slow, progressive decrement in ventricular assist device flow over time concerning for inflow obstruction / thrombus; apixaban stopped and intravenous heparin started. Transthoracic echocardiograms (B)(6) w/ left ventricular ejection fraction 10-20%. Cv surgery consulted and scheduled for lvad exchange (B)(6) however low flow alarms (B)(6) culminating in peripherally inserted central catheter (PICC) placement and start of dobutamine on the floor, lactate 4.1. Ultimately taken urgently to operating room (or) for lvad explant and re-implant. Or findings notable for significant adhesions in the mediastinum, lvad adhered to left chest wall requiring thoracotomy. Lvad inflow cannula completely covered in biodebris with just a very small pinhole in the base for blood flow. Also some pannus/membrane in the apex after removing the pump. Estimated blood loss 2 liters. Transferred to the intensive care unit on multiple vasopressors and full strength epoprostenol. Also received cyanokit in operating room. Post op course initially complicated by post op coagulopathy and acute on chronic anemia, and post operative pain. Transiently treated with dobutamine for concomitant rv dysfunction post op, weaned gradually via PICC. She is stable to discharge home on (B)(6) 2026.